Event description:
During training of defib/monitor saa (shock advisory), recorder ran out of paper. Roll of paper replaced, unit remained on during replacement of paper. Monitor would not print or defib, would not charge up. All key pad functions were inoperable. Crt display appeared to be normal. ECG and h/r functioned. A similar problem of software lock-up has occurred a total of 3 times (with different monitors of same model) within the past three months. Rptr's concern is that of failure during a code due to software lock-up. MFR has been informed of all three failures.